Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified surgery with an unknown mentor saline implant experienced left-sided deflation post procedure. The patient replaced the left implant on an unknown date. No further information was provided regarding the date of surgery. Should more information become available, this case will be re-assessed, and notes will be updated.